Event description:
This is an emdr production test report. Please disregard if it shows up in analyst work load> this will be removed from database as soon as testing is completed.lens was removed and repalced due to the physician's observation of a cloudy opticthis line added during redaction testing

Event description:
This is an emdr production test report. If this shows up in workload, please ignore. Upon testing completion, this report will be deleted from maude.follow-up text for b5redact this text --

Manufacturer narrative:
This is an emdr production test report. If this shows up in workload, please ignore. Upon testing completion, this report will be deleted from maude.follow-up text for h10redact this text --

Manufacturer narrative:
This is an emdr production test report. Please disregard if it shows up in analyst work load> this will be removed from database as soon as testing is completed.section f10 ---- completed by the mfrf10 - not labelledh6 - 1/2 lens received and currently undergoing analysis - attachment: [doc2.pdf]line added during redaction testing